Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with a bifurcated stent, a suprarenal extension and a limb stent graft. On (B)(6) 2017, during a routine follow up, sac growth with a possible 1b endoleak was discovered. On (B)(6) 2017, the physician elected to implant another limb stent graft to seal the leak. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of a type 1b endoleak of the left common iliac artery and a secondary endovascular procedure. The most likely cause of the distal loss of seal was the placement of stent in the short iliac anatomy but the anatomy is not considered off-label. Patient was discharged home in stable condition on the same post-operative day. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.